Event description:
The customer contacted physio-control to report that broken pins from a therapy cable were lodged in their device's therapy connector assembly. This issue may prevent another therapy cable or hard paddles assembly from being connected to the device, which would prevent defibrillation therapy, if it were necessary. This was observed during a daily inspection. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the customer that he replaced the therapy connector assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The original damaged therapy cable was disposed of by the customer. The device has not been returned to physio-control for evaluation.